Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it went from 8.5 years remaining to elective replacement indicator (eri) in the latest check up in a period of 4.5 years and it presented high battery consumption rate. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. The device has been explanted and replaced. The device has been received and is pending analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it went from 8.5 years remaining to elective replacement indicator (eri) in the latest check up in a period of 4.5 years and it presented high battery consumption rate. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. The device has been explanted and replaced. The device has been received and is pending analysis. The device has been analyzed.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it went from 8.5 years remaining to elective replacement indicator (eri) in the latest check up in a period of 4.5 years and it presented high battery consumption rate. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.